Event description:
Qv otc caller inquiring if blood will affect results of test; reported blood on swab -- tss advised that blood will not affect test results; tss asked for more information about incident for further evaluation

Manufacturer narrative:
Subject: qv otc caller inquiring if blood will affect results of test; reported blood on swab -- tss advised that blood will not affect test results; tss asked for more information about incident for further evaluation investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.